Event description:
It was reported that the nurse stated that they lost power earlier and had to reboot the arctic sun device. Since then, they have been receiving an alarm 113 (reduced water temperature control) and the patient was now below target. Nurse asked about refilling reservoir. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, water flow rate (wfr) was 0.5 l/min. Confirmed with nurse they did not add any water when the device lost power, water reservoir level (wrl) showed 3 bars. Explained this was enough water for therapy. The reservoir level did not affect the flow rate. Informed nurse anytime they do add water, make sure the pads were not connected to the device to prevent overfill. Explained flow rate and correlation to heater. Had nurse check pad tubing, confirmed there were no kinks or bends. Had nurse stop therapy, empty pads, and disconnect. Straightened tubing as much as possible and informed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9 l/min. Informed nurse to keep an eye on the flow rate and call back if it continues to drop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Initial reporter facility name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they lost power earlier and had to reboot the arctic sun device. Since then, they have been receiving an alarm 113 (reduced water temperature control) and the patient was now below target. Nurse asked about refilling reservoir. Confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, water flow rate (wfr) was 0.5 l/min. Confirmed with nurse they did not add any water when the device lost power, water reservoir level (wrl) showed 3 bars. Explained this was enough water for therapy. The reservoir level did not affect the flow rate. Informed nurse anytime they do add water, make sure the pads were not connected to the device to prevent overfill. Explained flow rate and correlation to heater. Had nurse check pad tubing, confirmed there were no kinks or bends. Had nurse stop therapy, empty pads, and disconnect. Straightened tubing as much as possible and informed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9 l/min. Informed nurse to keep an eye on the flow rate and call back if it continues to drop. Per follow up information received via task on may 22, 2025, it was reported that the issue was resolved with troubleshooting during the technical support call. The patient was able to complete therapy with no other issues from the device. No patient impact was reported. No serial or lot number was provided.